Event description:
It was reported that a week post the implant procedure of an inflatable penile prosthesis (ipp), the patient had multiple vaccines required for a travel. The patient experienced fever for a few days, the physician feared an infection. Therefore, prescribed the patient antibiotics and the fever cleared. However, the patient insisted to have the ipp replaced with a malleable to not interrupt his trip. The patient underwent surgery, even though there were no signs of infection at the time of explant, the device was replaced with a malleable prosthesis. The explanted device was fully functional. There were no patient complications.